Event description:
On or about (B)(6) 2021, the patient underwent placement of a xcela device, model number h965451270, lot number 148836000, for chronic IV medication usage. The xcela was implanted (B)(6). On or about (B)(6) 2023, the patient presented to dr. (B)(6). A chest x-ray was performed and it was determined that the xcela and its catheter had become occluded. The product was surgically removed (B)(6) on (B)(6) 2023.

Manufacturer narrative:
In absence of returned product, the manufacturer conducted a documentary review: no deviation was detected, the product meets its specifications per manufacturing records. And the complaint is classified as unverifiable, with no definitive conclusion. The risk is identified in our risk analysis and occurrence's rate is below acceptable frequency of the risk analysis.